Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (unknown meter). The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the meter issue at noon on (B)(6) 2018, alleging that she obtained an alleged inaccurately high blood glucose result of ¿123 mg/dl¿ on the subject meter compared to ¿98 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using oral medication (farviga 10 mg). The patient reported that prior to obtaining the result of ¿123 mg/dl¿, she had developed symptoms of ¿dizzy¿. In response to the symptoms, the patient reported she attended the hospital at 1pm on (B)(6). The patient reported that she does not remember the result obtained on the hospital meter, but reported that she was treated for the dizziness with some food/drink. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that required treatment by a health care professional whilst using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.